Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi operation. A device download was performed successfully. Patient was stable before, during and after device interrogation.